Event description:
This is a medical device report anchorseeds not ejecting freely from the cartridge. The report was received from the medical physicist on (B)(6) 2011. The reporter confirmed that during a brachytherapy procedure that was performed on (B)(6) 2011 the mick applicator was rinsed in a bath of water. When the applicator was removed from the bath the anchorseeds in the cartridge no longer ejected freely from the cartridge. There was no reports of problems with seeds ejecting prior to the mick applicator being rinsed.

Manufacturer narrative:
Company comment: this is a complaint that "during the procedure the mick applicator, containing as magazines, was submerged in a bath of water solution to clean before resuming use. The as seeds were found not to freely eject when the procedure was resumed." No other information about this case or what happened to the patient is available. However, this is a reportable case because extra time was necessary to complete the procedure, which would increase the patient's potential risk of harm by being subjected to a longer period of general anesthesia than they would have if the device had functioned flawlessly. The longer a patient is under general anesthesia, the greater the potential risk. Patients, especially men in the age group that most commonly develops prostate cancer, are at risk for a cardiac, pulmonary and cns complications from anesthesia, among others, so an extension of time under anesthesia increases these risks. Therefore, this case does involve at least a potential increased risk of harm to the patient and is thus a reportable event. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has been reopened for additional investigation and analysis. This is ongoing at the time of reporting.